Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of an unspecified vessel after a diagnostic procedure. Reportedly, the device failed to achieve hemostasis. Manual compression was applied for five minutes to achieve hemostasis. There were no reported adverse patient sequale. Though requested, no additional information was provided.